Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 499 mg/dl. The customer has treated high blood glucose with insulin pump. The customer knew why blood glucose was high. The customer had bumped infusion set early at work and it pulled out and was laying on top of the skin. The customer did remove and it was not in the skin but laying on top of skin. The customer is changing the infusion set and keeping the same reservoir.